Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction with redness and pimples under the patch area. The patient¿s mother took him to the emergency room (ER) due to a large bump and redness from the insertion. The mother was told the insertion site had become infected. The patient was prescribed unspecified oral antibiotics and was doing well at the time of the report but still had a hard knot underneath the skin. No additional patient or event information is available.